Event description:
It was reported that the battery voltage reading at the device check was low. The device remains in use and no patient complications have been reported as a result of this event. It was further reported that the device was removed and replaced. It was further reported that the device has now been returned.

Event description:
It was reported that the battery voltage reading at the device check was low. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(6) we did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.